Manufacturer narrative:
Philips service resolved the cable hard disk issue and provided a workaround solution to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that the system was unable to run the application due to a cable hard disk issue on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.